Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that no unexpected number ramping or scrolling during testing was noted. The buttons response functioned properly. However, corrosion was found on keypad traces. No button error alarms noted during testing. The device was received with cracked case on the lcd display window corners, crack on lcd display window, cracks on the reservoir tube lip, and stripped battery cap coin slot.

Event description:
It was reported that the insulin alarmed button error. Customer stated she was calling to report that she was programming the insulin pump to deliver bolus and the numbers just started to scroll. Customer's blood glucose was 115 mg/dl. Advised the customer the insulin pump would be replaced. No further information provided.